Event description:
It was reported that this device's battery appeared to be depleting prematurely. In (B)(6) 2018, battery level was 8 years. At the routine follow up appointment in (B)(6) 2019 the projected battery leave is 1-1/2 years remaining. Subsequently, the device was explanted, and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.